Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said nothing is working right now. The patient said they are not getting relief of symptoms at all. The patient said it is for the bladder and if they are getting any relief it is very little. The patient said they got very sick for over a month with copd and emphysema and she was coughing and peeing. Now the coughing is under control, but she is still leaking. The patient said when they stand, they leak. The patients current setting was program 3 at 1.0 volts. On the call they increased stimulation to 1.3 volts. The patient said the symptoms started the end of (B)(6). The patient was told to monitor their symptoms for a couple days and see if their symptoms improve. No further complications were reported.